Event description:
New information noted the patient presented remotely via merlin.net. The lead was repositioned inside the pocket on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the atrial lead was over-sensing noise. No changes or intervention were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.